Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that while the patient was sleeping, the infusion set's tubing detached at the quick release, and she experienced high blood glucose level. The site location was left side of patient's waist and the pump was in the right pocket. The infusion had been used for 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 478 mg/dl. No further information available.